Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-08660. It was reported that the leads were explanted due to leads migration following a fall. The pt was implanted with new leads. No further info is available at this time.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.